Event description:
It was reported that during the implant procedure of a transcatheter aortic valve, the deployment of the valve was attempted three times and was recaptured following each deployment attempt; however, an infold was observed after recapture. Subsequently, the valve was withdrawn from the patient and a new transcatheter valve was used to complete the procedure. Per the physician, the depth of implant contributed to the infold. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (unknown lot); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heart valves} updated data: b5. Added second paragraph. D10. Added lot number to dcs in h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter aortic valve, the deployment of the valve was attempted three times and was recaptured following each deployment attempt; however, an infold was observed after recapture. Subsequently, the valve was withdrawn from the patient and a new transcatheter valve was used to complete the procedure. Per the physician, the depth of implant contributed to the infold. No patient complications have been reported as a result of this event. Additional information was received indicating that the infold was first observed following the first recapture and during the second attempt at deployment to 80%. Of note, the patient had a very large left ventricular outflow tract (lvot) and an left ventricular assist device (lvad). Per the physician, the lvad and lvot could have contributed to the infold.